Event description:
It was reported to boston scientific corporation in 2008, that a nottingham one-step hydroplus was to be used for a ureteroscopy with holmium laser procedure on the same day. According to the complainant, during procedure preparation, it was observed that the tip of the nottingham one-step hydroplus was bent. No pt complications were reported as a result of this event. The pt's condition was reported as "okay".

Manufacturer narrative:
The lot number is not known; therefore, the device MFR date and expiration date cannot be determined. The device has been discarded and will not be returned; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.